Event description:
It was reported that during a battery replacement surgery, high impedance and low output current was observed. In pre-op there were no issues observed and the lead impedance was within normal limits. Once the new generator was implanted, high impedance and low output current was observed. The surgeon removed and cleaned the lead pin twice, but high impedance was still seen. The old generator was reconnected but then current not delivered was observed so the new generator was reinserted. The patient then underwent a lead revision, and the lead was noted to be damaged. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was completed for the lead.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The explanted lead was received and product analysis is underway.